Event description:
Boston scientific received information that the right ventricular (rv) lead exhibited loss of capture due to an increase in threshold measurements. The patient was asymptomatic. Boston scientific technical services (ts) was consulted and discussed increasing the output to the appropriate safety margin. No further information was available and no adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.